Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited high capture threshold. The device could not be separated from the delivery catheter. It was then noted that docking issues had occurred during the implant preparation stage. The device was ultimately replaced, and a new leadless pacemaker was implanted successfully. There were no patient consequences.